Manufacturer narrative:
Lot review: a review of suspect lot# 3376147 showed that (B)(4) were manufactured, tested, inspected and released in march 2017 citing no exception documents. Visual inspection: received one used 46080-38, triple kit w/safeset; lot# unknown. The leak and the 1-way stopcock and the female luer was confirmed. Functional testing: unit was pressure leak tested and leaking was observed from a channel leak between the hard to hard solvent bond between the one-way stopcock and the female luer immediately distal to the safeset reservoir. Final analysis summary: the reported compliant of air entering the line when drawing back on the 10ml bd syringe attached to distal end of the monitoring kit was confirmed. The root cause of the failure was from an insufficient solvent bond between the hard to hard connection of the one way stopcock and the female luer. Manufacturing and quality have been notified for their heightened awareness. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding one 46080-38, triple kit w/safeset; lot# unknown. Report states: the complainant and the anesthesia provider report that the arterial leg of the trifurcated kit was responsible for air entrapment during the procedure. Air was reported to have been entering through the bonded connection between the pressure tubing connector and the one-way stopcock at the base of the safeset. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of suspect lot# 3376147 showed that (B)(4) units were manufactured, tested, inspected and released in march 2017 citing no exception documents.

Event description:
Complaint received regarding one 46080-38, triple kit w/safeset; lot# unknown. Report states: the complainant and the anesthesia provider report that the arterial leg of the trifurcated kit was responsible for air entrapment during the procedure. Air was reported to have been entering through the bonded connection between the pressure tubing connector and the one-way stopcock at the base of the safeset. No adverse patient consequences reported.